Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was protruding and the pocket felt loose. During surgical intervention (reference MFR. Report: 1627487-2017-00456), the new ipg was placed deeper and the pocket size was adjusted for a suitable fit.

Manufacturer narrative:
The explant date was inadvertently reported as (B)(6) 2017. The correct explant date has been added.